Event description:
It was reported the patient experienced increased spasticity and itching but no rash as well as ¿early withdrawal¿. The location of their issue/symptom was noted to be their right arm and lower back however it was not specified if this was where the increased spasticity or itching had occurred. A catheter issue was reported, however, the specific issue and location of the issue were not known at the time of report. A catheter replacement was planned; there was no date for the revision yet. In terms of if any diagnostic testing or troubleshooting had occurred, it was noted it hadn¿t but would be performed in the future. The patient¿s status at the time of this report was listed as ¿alive - no injury¿. The device system was used to deliver gablofen. Additional information has been requested including the cause of the event, what the catheter issue was, if the revision had been scheduled and how the patient was doing but was not available as of the date of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported that the patient went to the emergency room due to overdose symptoms. The patient took too much oral baclofen in combination with the recently increased dose, which reportedly created some overdose symptoms. The patient would follow up with the managing healthcare professional (hcp). The pump was returned to the manufacturer. The manufacturer's representative confirmed that the complaint was on the returned pump.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump revealed overinfusion of an undetermined root cause. Analysis of catheter serial (B)(4) revealed coring/tears/cuts in the seal of the sutureless connector, which met leak criteria. Under microscope inspection, indents and circular coring could be seen in the bottom of the cup of the sutureless connector consistent with the inner diameter of the tip of the outlet port of the pump. Additional testing showed the sutureless connector to be leaking, most likely due to the coring that was seen.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.